Event description:
Additional information received reported the patient was never confirmed to be in withdrawal, the pump still had drug in it, which was refilled at that time. The patient was released the next morning. The date of the event was 2014-(B)(6). No additional troubleshooting was required as the patient did not have withdrawal. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient went to the emergency room with suspected withdrawal symptoms from intrathecal baclofen. The patient had altered mental status, fever, headache, and increased spasticity. The patient was hospitalized (admitted to the intensive care unit (ICU)) and the patient received oral baclofen and valium, and the high fever resolved. A pump refill was performed by the ICU as the pump only reported 2.7 ml remaining (4 ml residual at refill). The patient was currently alive with no injury but the cause of the issue was not determined. All other medical issues were ruled out. No diagnostic testing/troubleshooting was performed but would be in the future. The pump was used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.